Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (p)d patient experienced peritonitis. The cause was not reported. It was reported that the patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug infusion (dose duration and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the event. Pd therapy was continued during hospitalization and treatment. No additional information could be provided as the reporter declined follow up.